Manufacturer narrative:
This is the same event as 3010536692-2016-00595 & 3010536692-2016-00594. This report will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to the following mom complications: increased cobalt and chromium levels and increased pain. There were cyst-like lesions (left).